Manufacturer narrative:
Please note that all potentially affected lots were identified and are recalled and no potentially affected devices are within the us, therefore, the recall does not affect any product in the us. As a result of this complaint, biotronik (B)(4) is initiating a voluntary field safety corrective action to withdraw specific lots of its coronary guide wires galeo from the market. Biotronik (B)(4) has identified for specific subset of its coronary guide wires galeo the potential of ptfe (polytetrafluoroethylene) coating to delaminate and detach from the guide wire. Potentially affected devices are identified and the corresponding field safety notice will be distributed.

Event description:
Ous MDR - galeo fj wire was deformed during the procedure and there was a feel of resistance when balloon was put over the wire. The event date was not reported.